Event description:
Endotracheal tube cuff leaking causing crna to decrease the oxygen content in the inhalation gases in order to use bovie equipment. Endotracheal tube was sealed off with three throat packs that somewhat alleviated the problem. Anesthesia was able to maintain good ventilation and oxygenation for procedure so it was not felt that a new endotracheal tube was needed. (B)(4).